Event description:
Info received indicates, the head up function is not working.

Manufacturer narrative:
The tech found the valve guide tube was bad. The tech replaced the head up valve guide tube to repair the bed.